Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: maude report (mw5095680/(B)(4).

Event description:
1 reported false positive sars result for 1 asymptomatic (off-label at the time) patient. The reporter communicated the result was confirmed negative by molecular (pcr testing) approximately 2 days later.